Event description:
Affiliate reports that due to incorrect readings the pt was treated with hyperventilation, extra manitol, penthofal and rushed to CT scan . The surgeon reports that the pt did not suffer from any known injury.